Event description:
The product was evaluated. An exterior visual inspection was performed and passed. Charge and boot test was performed and passed. Functional test was performed and passed. A manual sound test was performed and failed. The receiver log was downloaded and reviewed finding no errors related to the complaint. Customer¿s complaint was confirmed for receiver (touch screen) low audio due to speaker was contaminated with foreign object damage. The probable cause was determined to be foreign object damage. No injury or medical intervention was reported.

Manufacturer narrative:
Com-(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that low audio output occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.